Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately november of 2024 from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to frequent ipg charging issue. The patient is doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.